Event description:
In 2001, the region reported that nbcs had not automatically applied an assertion to the donor record of a anti-hbc (hepatitis b core) test positive donation. This required staff to manually apply the correct assertion. An investigation determined that the blood type listed in the electronic donation record was ntd (no-type-determined), which is not recognized by the nbcs autoassert logic as a valid blood type. If this occurs, the autoassert logic will only apply assertions for cmv and nat positive tests results. Assertions for other positive test results will not be automatically applied to the donation record. Transfer of test results to a donation record is a separate nbcs function and was not affected by the autoassert problem. The ntd blood type designation is only used by lab info systems (lis) software and, currently, only five red cross regions receive test result data via lis. All other red cross regions receive test data through the data management systems (dms), which does not use the ntd designation.